Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient¿s implantable cardioverter defibrillator and right ventricular lead and right atrial lead was explanted due to an infection. More information was requested, but not provided.

Event description:
New information noted that patient was stable post procedure.